Manufacturer narrative:
Initial 4 of 5: based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced five infusion sets fell out during use due to tape not sticking issue as the sets got tangled on to the leg event on (B)(6) 2026.